Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to corrosion on the battery board. The charger was unable to recognize a battery pack. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.